Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the device, there was corrosion on electrical board particularly around the battery connectors, and on the pins of the connector between electrical board. Unable to perform the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for pump error alarm was not cleared. The insulin pump will be returned for analysis.